Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, clip ejected without be closing the handle. Clip fell into the cavity of the patient and was retrieved by the use of grasper. There was no patient injury.